Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2020, several vf episodes showing noise oversensing on the ventricular channel were observed in the device memory. However, none of them resulted in a therapy delivery, or capacitor charge. Real-time tests (threshold, lead impedance, rv coil continuity) were performed but did not reveal any anomaly. The observed noise could not be reproduced by performing functional tests or pocket manipulation. No potential source of electromagnetic interferences (emi) could be identified by the patient.